Event description:
It was reported the lead was replaced due to high impedance and fracture below the svc coil, which was seen on x-ray. No patient complications have been reported as a result of this event. Additionally, alleges the patient "suffered physical and other injury" due to the lead. It also alleges the pt had "inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention" due to the "defective" lead. It was also alleged the pt had "severe emotional distress".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: defib conductor fractured; full lead was returned for analysis. The svc coil filars are fractured at the connector end of the coil. .